Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Information received from the (B)(6) clinical database. It was reported that the patient underwent two pipeline embolization treatments. The first procedure on (B)(6) 2011 was a treatment of three aneurysms. The first and third were unruptured saccular aneurysms located in the left ica (internal carotid artery) measuring 3mm x 2.85mm and 18mm x 7.5mm. The second aneurysm was unruptured, saccular, measured 14mm x 3.5mm, and located on the sidewall of the left p-comm (posterior communicating) artery. Three pipelines (3.50mm x 18mm; 4.50mm x 18mm, qty. 2) were placed with multiple axium and hydrosoft coils from the communicating segment of the left ica to the cavernous segment; however the device was not fully expanded. A hyperform balloon was used to achieve full wall apposition (an option presented in the instructions for use, u.s.) And the procedure was completed without issues. The second procedure on (B)(6) 2012 was a treatment of four aneurysms. The first, second, and fourth aneurysms were unruptured, saccular aneurysms measuring 27mm x 8.9mm, 8mm x 4.1mm, and 2mm x 1.1mm located on the sidewall of the right ica. The third aneurysm was unruptured, saccular, and measured 3mm x 1.2mm located on the sidewall of the p-comm artery. Two pipelines were implanted with coils (micrus + microvention). The first pipeline (3.0mm x 16mm) was advanced into the right ica across the aneurysmal segment and deployed from the communicating to the ophthalmic segments. The second pipeline (3.75mm x 16mm) was advanced into the right ica and deployed within and proximal to the first device in a telescoping fashion achieving double coverage across the aneurysmal segment. A sceptor c balloon was advanced into the pipeline construct and balloon remodeling was performed using hand inflation. Angiography demonstrated no evidence of branch vessel occlusion; however, contrast stasis was noted in the right sylvian fissure. It was reported that the patient had an intraprocedural sah (subarachnoid hemorrhage) with continued neurological decline and ultimately had withdrawal of care. Subsequently, the patient expired on (B)(6) 2012. Same event as mdrs 2029214-2013-00839 and 2029214-2013-00841.